Event description:
It was reported that there was no power to the remote monitor when the start button was pressed. The batteries were removed and were found to be corroded. New batteries did not restore the power to the monitor. The monitor is being replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no power to the remote monitor when the start button was pressed. The batteries were removed and were found to be corroded. New batteries did not restore the power to the monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
It was reported that there was no power to the previously working remote monitor. The batteries were removed and were corroded, but the monitor still did not receive power with replacement batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4). Analysis confirmed the reported event. Corrosion and contamination found on the battery compartment. With the corrosion, the device would not power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.